Event description:
It was reported the patient is having pain at the ipg site. The patient stated the pain he is experiencing feels like a twisting and stabbing sensation. The patient stated he also feels the ipg is moving in the pocket. The pain is present with the stimulation on and off. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient had the scs ipg replaced. In addition, the new ipg pocket was moved lower. The patient was reportedly doing well postoperatively.